Manufacturer narrative:
Visual examination of the returned device found corrosion inside the hydrosurg battery case and in the elbow shroud. The irrigation tubing, which runs through the elbow shroud and is self contained, had a clear liquid noted in the tubing, with no evidence of foreign material. This supports that the fluid path was not compromised and as reported, there was no discoloration of the fluid coming from the fluid path. The alleged mold as reported by the customer appears to be the residue of material associated with a fluid leak into the battery compartment. The evaluation of the returned device did not identify a manufacturing cause for the fluid entering the unit. At this time, a definitive root cause was not determined. As reported by the user facility, no other problems occurred with the other 9 units from this case of 10. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. Review finds no other complaints have been reported to date for this production lot of 1,440 units. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: during use of the hydrosurg irrigator, the user noted a discolored area on the hydosurg housing. They thought that this could be mold. They were not able to say how long the device was in use before the problem presented. It was believed that only normal saline was in the fluid bag, as nothing else was listed as being administered to the patient by IV with the exception of the antibiotics given. No other problems were reported with the other 9 units from this case of 10 that the facility was provided. Antibiotics were administered as a precaution after identification of the problem. There was no patient injury reported and the patient was later released.